Event description:
Synthes porous polyethylene, implanted to correct a defect in the orbital floor (pt had double vision and the procedure was to raise the eye for proper projection) on an unk date, was removed due to infection. After the infection was cultured, it was found that the infection may be related to tuberculosis. During the implant procedure, no damage or irregularities to the implant or implant packaging were noted.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.